Event description:
This event was essentially the same as the described in MDR 1045834-2004-00451, in that a second anspach speed reducer (catalog number b-speed reducer) was also being used with another "cranial perforator" device not of anspach design manufacture or distribution (thought to be a codman product). In compliance with internal operating procedures (op), each "reportable" event is reported separately, though they may all be received by company, in a single event report from the user facility. These op also require company to report through MDR whenever company's device is used with another device that has caused or contributed to a reportable event, or whenever a user facility indicateds a user-facility MDR may be submitted. The problem device was with the cranial perforator, not the anspach products. Request was to schedule a service evaluation of the anspach speed reducer as it had been used with a cranial perforator that was involved in a possible pt injury incident. Company requested company evaluate the device to determine if it was operating in accordance with design and performance requirements. The subsequent evaluation in fact did confirm taht the speed reducer met all design and performance requirements and was being returned to facility. The device history record for this speed reducer confirms that device is an anspach owned product (sales rep) that 2002, has been in for service a total of 8 times. The device has undergone standard servicing and has never been involved in any other complaint activity prior to or subsequent to this event, for the cranial perforator. Though company has no other info specifically relating to the events that caused the pt injury (cranial perforator) and subsequent return of anspach product for evaluation and serving, it was reported through company's sales rep that codman, possibly in response to complaint/MDR activity of northwestern and/or codman, subsequently removed some or all of their cranial perforators and replaced them with other product. Company has not had a similar report of problems with company's speed reducer products from this account since these events were received by company and reported to the agency through MDR.

Event description:
Customer requested the evaluation of the speed reducer due to it having been used in a procedure with a perforator that caused injury to the patient.